Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional testing could not be completed due to the received condition of the needle (incidental bend). An x-ray was taken and incomplete tang engagement was noted. Upon disassembly both bumpers were found bent within the device housing. Therefore, the investigation will remain inconclusive for the alleged issue as functional testing could not be completed. The bent bumpers and incomplete cannula tang engagement may have contributed to the reported issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. .

Event description:
It was reported that during preparation of an ultrasound guided breast biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (01/2021).

Event description:
It was reported that during preparation of an ultrasound guided breast biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no patient contact.